Manufacturer narrative:
The investigation is ongoing.

Event description:
There was a complaint of questionable elecsys ft4 iii results for 3 patients tested with cobas e801 module serial number (B)(4). It is unknown if the questionable results were reported outside the laboratory. The samples were returned to the manufacturer for testing. Please see attached data for details. This medwatch is for elecsys ft4 iii. Refer to the medwatch with patient identifier (B)(6) for the elecsys ft3 iii.

Manufacturer narrative:
Assays from different manufacturers can generate different results. This relates to the overall setups of the assays, the antibodies used, differences in reference materials and the standardization methodology used. Based on the information provided, a general reagent issue can be excluded. The investigation did not identify a product problem.